Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the helix on the right ventricular lead could not be retracted. The lead was not used and another lead was implanted successfully. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Final analysis noted the damage found was sustained during the surgical procedure. The lead was otherwise normal.